Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by extreme abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event three days after diagnosis. On an unknown date the patient was treated with unknown intraperitoneal antibiotics (dose, frequency and duration not reported). On an unknown date the patient was treated with unknown oral antibiotics (dose and frequency not reported) for the peritonitis. The oral antibiotics were discontinued approximately one week prior to receipt of this report. The patient was discharged twelve days after admission and moved to a "step-down specialty hospital¿. Action with dianeal therapy was ongoing. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.